Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous, 50% stenosed left anterior descending artery (lad). Pre-optical coherence tomography (oct) was not possible due to heavy calcification. Three low speed treatments were performed. Due to patient anatomy and vessel size, the physician performed a final treatment on high speed. Immediately, the patient experienced pain. It was observed the vessel was extensively perforated. The perforation was attempted to be sealed with balloon angioplasty and a non-abbott stent. However, the bleeding persisted and blood had to be removed from the pericardium. After four hours, the bleeding was controlled. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported perforation of vessels, pericardial effusion and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported perforation of vessels, pericardial effusion and unexpected medical intervention are a result of the patient¿s disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, mildly tortuous, 50% stenosed left anterior descending artery (lad). Pre-optical coherence tomography (oct) was not possible due to heavy calcification. Three low speed treatments were performed. Due to patient anatomy and vessel size, the physician performed a final treatment on high speed. Immediately, the patient experienced pain. It was observed the vessel was extensively perforated. The perforation was attempted to be sealed with balloon angioplasty and a non-abbott stent. However, the bleeding persisted and blood had to be removed from the pericardium. After four hours, the bleeding was controlled. The patient was in stable condition.